Manufacturer narrative:
C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: none provided. Implant procedure: laparoscopic ventral hernia repair with incarcerated bowel. [Alleged implant: gore® dualmesh® plus biomaterial, unk/unk] [no medical records provided]. Implant date: (B)(6) 2004 (hospitalization dates unknown) none provided. Relevant medical information: (B)(6) 2004: orthopedic surgery. (B)(6), md. Second medical opinion. Chief complaint: abdominal pain. Present illness: ¿this forty-three year old female was working at harrah¿s when she picked up some soda boxes and felt something pop in her stomach. She was seen in concentra and then referred to dr. (B)(6). Dr. (B)(6) performed repair of an abdominal ventral wall hernia with incarcerated bowel on (B)(6) 2004. Since then the patient has been readmitted for obstruction once and has been seen in the emergency room of (B)(6) hospital on (B)(6) 2004 for abdominal pain. The patient has been limping since the surgery and it was suggested to her that she should have orthopaedic evaluation to make sure there is nothing wrong with her hip. She was seen at (B)(6) in (B)(6) 2004 where she was given an abdominal binder which helped a lot. She stopped going to (B)(6) and apparently they took the abdominal binder back. She would like the abdominal binder because she felt it was helping her. (B)(6) told her there was nothing wrong with her hip. The patient had CT scans of the abdomen and pelvis (B)(6) 2004. Both of these studies showed multilobular fluid collection within the subcutaneous tissues of the lower anterior abdominal wall, which were decreased in size on the second examination. In the second examination the largest of these collections measured 9.0 x 3.6 centimeters. It was felt that these were seromas. It was also seen that the patient had a right ovarian cyst which measured 1.9 centimeters on the first study and 1.6 centimeters on the second study. The patient is accompanied by her husband and tells me that she is in constant abdominal pain which suddenly gets worse from time to time. The abdominal pain is made worse with any motion. She says she would like and [sic] abdominal binder.¿ physical exam. 5¿2¿, 157 lbs. ¿the patient is a normally developed adult female who walks with a shuffling gait, limping on the right.¿ opinion: this patient has no complaint of pain or tenderness in the low back. I do not believe she is having any low back problems. Range of motion of her right hip causes movement of the iliopsoas muscle on the internal pelvis and I believe this is responsible for her pain. I do not find anything wrong with her hip joint on the right side. Weight bearing on the right hip does not cause pain which it should if there was something wrong with the hip joint itself. This patient may have adhesions of the bowel involving the iliopsoas muscle, or perhaps the ovarian cyst on the right side is causing pain with motion of the iliopsoas muscle. The patient was placed in an abdominal binder (rib belt) in my office and found it helps her discomfort so I sent her home with it. The patient is planning on seeing dr. (B)(6) on monday for consideration of further treatment of her abdominal problem. I do not find any orthopaedic abnormality at the current time .¿ (B)(6) 2004: surgery. (B)(6), md. Letter addressed to ms. (B)(6), insurance. ¿this is a report on (B)(6) who was seen in my office on thursday, (B)(6) 2004. The extensive records, which were sent, were reviewed prior to seeing (B)(6). This included operative reports, hospital records and multiple CT scans done over the past eight months. (B)(6)was then interviewed and examined. (B)(6) states that she has been experiencing abdominal wall pain since her laparoscopic ventral hernia repair done by dr. (B)(6) on (B)(6) 2004. Following that procedure she was admitted to (B)(6) hospital at the end of (B)(6) 2004 for a post operative ileus that resolved. Since that time she has continued to experience pain across the abdominal wall that has been chronic in nature. She does state that her discomfort has slowly improved to where now she is able to ambulate much better than two months ago. She denies any significant problems with her diet and has been eating without difficulty; however, she does experience occasional diarrhea several times a month. Her weight has been essentially stable since initially losing 20 pounds in the past. She denies any fever, chills or pelvic pain. On physical examination she has no palpable recurrent hernia. The abdominal wall appears intact. There is a seroma present in the area of her previous hernia. She appears to have diffuse abdominal wall tenderness, especially in the periumbilical area. She has no significant tenderness to deep palpation. Review of the multiple CT scans done over the last eight months, most recently on (B)(6) 2004, show improvement of the abdominal wall seroma associated with the hernia repair. The CT scans do not suggest any recurrence of the hernia. I feel that (B)(6) is suffering from long-term pain, which can be associated with laparoscopic ventral hernia repairs. The pain appears to be abdominal wall pain, which is sometimes associated with laparoscopic ventral hernia repairs. This may be secondary to the seroma in the abdominal wall, which is normal after this type of repair. There is an occasional patient who has this type of repair who does experience abdominal wall problems for months following the procedure. I do not believe there is any surgery or other intervention indicated at this time. I think that her recovery will continue at a very slow pace and, until she is without abdominal pain and tenderness, she will be unable to work a full eight-hour day, 40-hour week. I talked to her at length and tried to explain what I felt was the problem. I tried to reassure her that things would improve, but it will be a slow process .¿ revision preoperative complaints: on (B)(6) 2007: (B)(6) hospital. (B)(6), md. Indications: ¿the patient is a 46 -year-old female, gravida 3, para 2, abortus 1, who complains of a long history of menorrhagia and dysmenorrhea. She has taken nonsteroidal anti-inflammatory agents and provera without relief. Sonogram revealed an enlarged fibroid uterus. She requests definitive surgery. The risks, benefits, complications, and alternatives have been discussed, and she is now admitted for a robotic total laparoscopic hysteroscopy with right salpingo-oophorectomy. Pap smear was within normal limits .¿ revision procedure: robotic total laparoscopic hysteroscope with right salpingo-oophorectomy. Extensive enterolysis. Revision date: (B)(6)2007 (hospitalization dates unknown) on (B)(6) 07: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), rn. Preoperative diagnosis: uterine fibroids, menorrhagia, dysmenorrhea. Post operative diagnosis: same and extensive small bowel adhesions. Estimated blood loss: 500 cc. Complications: none. Anesthesia: general . Findings: ¿laparoscopy revealed the presence of extensive adhesions involving the omentum, small bowel, and an intraperitoneal flap of gore-tex graft from a prior ventral hernia repair. The uterus was enlarged (greater than 250g) and contained multiple fibroids. The left ovary and tube were surgically absent. The right ovary and tube were normal in appearance.¿ procedure: ¿the patient was taken to the operating room, and after adequate general endotracheal anesthesia had been obtained, she was placed in a modified dorsolithotomy position, prepped, and draped in the usual sterile fashion. A weighted speculum was placed. The anterior lip of the cervix was grasped with a single-tooth tenaculum. The uterus was then sounded to 10 cm. The cervix was sequentially dilated to a #8 with hegar dilators. The conmed uterine manipulating device was then secured. The balloon was inflated. The cervical and vaginal caps were secured, and attention was then focused on the abdomen. The supraumbilical skin was then incised in a 1.5-cm, curvilinear fashion. The veress needle was placed intraperitoneally. Co2 gas was insufflated to a volume of 3 liters. The intra-abdominal pressure was 4-15 mmhg. Next, the 12-mm, bladeless laparoscopic trocar and sleeve was inserted. The laparoscope was inserted, and the pelvis and abdomen were visualized with findings as above. The lateral robotic ports were then placed on the right and left side laterally to the umbilical port. The 5-mm accessory port was placed midway between the right lateral and umbilical ports under direct visualization. The left accessory 12-mm port was then placed through an incision midway between the left lateral and umbilical ports under direct visualization. The robot was then docked. The appropriate instruments were fed and secured. The surgeon then went to the robotic console. The adhesions involving the omentum, gore-tex graft, and anterior abdominal wall were carefully lysed with cautery scissors and bipolar cautery. The bowel adhesions were also carefully lysed, freeing the small bowel from its attachment to the gore-tex graft and hernia repair ring. All of the adhesions were lysed. There was no evidence of bowel injury. The uterus was then elevated. The uterus was also encased in filmy adhesions form [sic] the bowel mesentery. These were carefully lysed, and the uterus was sufficiently freed and elevated in this fashion. Next, the left round ligament was cauterized with bipolar cautery and divided. Inspection revealed a prior right salpingo-oophorectomy from a previous ectopic pregnancy. The right round ligament was then cauterized with bipolar cautery and divided. The ureters were identified on both sides. The infundlibulopelvic ligament was then isolated on the right. This was clamped, coapted, and cut with the enseal device. The meso-ovarian and mesosalpinx were similarly clamped, coapted, and cut with the enseal device. The bladder flap was then created via sharp and cautery dissection, and the bladder was pushed inferiorly from the lower uterine segment and upper vagina, exposing the endopelvic fascia. The cervical ring was then tapped using the suction. The anterior colpotomy incision was performed with cautery scissors, and the edge of the cervical cap was visualized. This incision was then extended laterally in both directions for a short distance. Next, the uterine vessels on the left were skeletonized, and these were clamped, coapted, and cut with the enseal device. The uterine vessels on the right were similarly skeletonized, and these were clamped, coapted, and cut with the enseal device. The anterior fornix incision was then extended circumferentially around to the posterior cul-de-sac, which was entered with cautery scissors, and the incision was then extended all the way circumferentially, thereby freeing the uterus from it attachments. The uterus was too large to remove vaginally in 1 piece; therefore, it was morcellated using the cautery scissors and taken out in pieces through the vagina. Once the uterus had been completely removed, the abdomen was reinsufflated. The entire pelvis was copiously irrigated and suctioned, and good hemostasis was visualized. The vaginal cuff was then closed using robotic suturing techniques with 0 vicryl. Lapra-tys were used to secure the suture ends. The cuff was closed entirely in a running interlocked fashion. Double bites were taken of both uterosacral ligaments to secure the vaginal fornices. Good hemostasis and good vaginal support were then visualized. The entire pelvis was copiously irrigated again and inspected. Both ureters were peristalsing normally, and good hemostasis was seen throughout. The robot was then undocked. All robotic instruments were removed. The co2 gas was allowed to escape. All instruments were then removed. The skin incisions were closed with 4-0 monocryl in subcuticular fashion. Dermabond and sterile dressings were placed. Inspection vaginally of the cuff revealed good hemostasis and good cuff closure. The procedure was then terminated. The patient tolerated the procedure well, and she was taken from the operating room to the recovery room in satisfactory condition. This was a long, difficult case and took approximately 5 hours .¿ relevant medical information: on (B)(6) 2007: (B)(6) hospital. (B)(6), md. Radiology report. CT abdomen and pelvis with contrast. History: abdominal pain status post hernia repair. Impression: ¿no evidence for recurrent hernia. There is no evidence for bowel wall edema or bowel obstruction. Note is made of loops of small bowel that abut the anterior abdominal wall margin and are immediately below the ventral hernia mesh .¿ on (B)(6) 2007: (B)(6) hospital. (B)(6), md. Radiology report. Abdominal ultrasound. Impression: unremarkable abdomen ultrasound complete . On (B)(6) 2007: (B)(6) hospital. (B)(6), md. Radiology report. Small bowel series. History: patient has a history of left lower quadrant abdominal pain status post ventral hernia repair period today's examination is for further characterization. Impression: unremarkable small bowel follow-through examination . On (B)(6) 2007: pinnacle pain medicine. Provider not provided. History and physical. Referring physician: (B)(6), md. Chief complaint: abdominal pain. [Only page 1 provided] history of present illness: ¿this is a 46-year-old black female with a history of bowel obstruction and ventral hernia repair with mesh in 2004 with complaints of pain in the area of the surgery, describes as throbbing and sharp, worse with bending, getting out of chair, vacuuming, walking, climbing stairs, and sometimes lying down on her left side, improved with sitting, heat, relaxation, neurontin, and robaxin. Pain is usually 6/10 on the vas with 10/10 periodically through the day, starts off fairly well in the mornings and progressively gets worse throughout the day, describes as being more abdominal wall than deep. In addition, she has recently had hysterectomy in (B)(6) 2007. She has had CT without evidence of recurrent hernia or bowel obstruction. In addition, she has had small bowel follow through and ultrasound of her gallbladder, which are normal. Her pain is greater on the left side than the right side.¿ review of systems: ¿the patient questionnaire reviewed on october 25, 2007. Other than the above symptoms, the patient reports some hesitancy with urination and constipation since the surgery in 2004 and occasional nausea. Otherwise, all other systems are unremarkable.¿ social: ¿the patient does not work. She is married. She smokes about a pack of cigarettes a day. She denies alcohol or illegal drugs .¿ on (B)(6) 2019: (B)(6) health. Presented with altered mental status, acute onset aphasia and associated syncope/encephalopathy. Stroke work-up negative. CT head, MRI brain, mra of brain and neck all within normal limits. Concern for psychosomatic origin. Neurology consulted to rule out epileptiform etiology .

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus emerge biomaterial was implanted. The complaint alleges that on (B)(6) 2022, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: excessive abdominal pain, throbbing, sharp pains, difficulty walking and bending as well as swelling from the surgery. Additional event specific information was not provided. During device removal on (B)(6) 2022 patient claims injuries of: severe pain, discomfort, swelling, infection, bowel obstruction, hysterectomy, scar tissue, disfigurement and mental distress and anguish.

Manufacturer narrative:
H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ none provided. Implant procedure: laparoscopic ventral hernia repair with incarcerated bowel. [Alleged. Implant: gore® dualmesh® plus biomaterial, unk/unk] [no medical records provided]. Implant date: (B)(6) 2004 (hospitalization dates unknown). ¿ none provided. Relevant medical information: ¿ (B)(6) 2004: orthopedic surgery. (B)(6), md. Second medical opinion. Chief complaint: abdominal pain. - present illness: ¿this forty-three-year-old female was working at (B)(6) when she picked up some soda boxes and felt something pop in her stomach. She was seen in concentra and then referred to dr. (B)(6). Dr. (B)(6) performed repair of an abdominal ventral wall hernia with incarcerated bowel on (B)(6) 2004. Since then, the patient has been readmitted for obstruction once and has been seen in the emergency room of (B)(6) hospital on (B)(6) 2004 for abdominal pain. The patient has been limping since the surgery and it was suggested to her that she should have orthopaedic evaluation to make sure there is nothing wrong with her hip. She was seen at (B)(6) in (B)(6) where she was given an abdominal binder which helped a lot. She stopped going to (B)(6) and apparently, they took the abdominal binder back. She would like the abdominal binder because she felt it was helping her. (B)(6) told her there was nothing wrong with her hip. The patient had CT scans of the abdomen and pelvis (B)(6) 2004 and (B)(6) 2004. Both of these studies showed multilobular fluid collection within the subcutaneous tissues of the lower anterior abdominal wall, which were decreased in size on the second examination. In the second examination the largest of these collections measured 9.0 x 3.6 centimeters. It was felt that these were seromas. It was also seen that the patient had a right ovarian cyst which measured 1.9 centimeters on the first study and 1.6 centimeters on the second study. The patient is accompanied by her husband and tells me that she is in constant abdominal pain which suddenly gets worse from time to time. The abdominal pain is made worse with any motion. She says she would like and [sic] abdominal binder.¿ - physical exam. 5¿2¿, 157 lbs. ¿the patient is a normally developed adult female who walks with a shuffling gait, limping on the right.¿ - opinion: this patient has no complaint of pain or tenderness in the low back. I do not believe she is having any low back problems. Range of motion of her right hip causes movement of the iliopsoas muscle on the internal pelvis and I believe this is responsible for her pain. I do not find anything wrong with her hip joint on the right side. Weight bearing on the right hip does not cause pain which it should if there was something wrong with the hip joint itself. This patient may have adhesions of the bowel involving the iliopsoas muscle, or perhaps the ovarian cyst on the right side is causing pain with motion of the iliopsoas muscle. The patient was placed in an abdominal binder (rib belt) in my office and found it helps her discomfort so I sent her home with it. The patient is planning on seeing dr. (B)(6) on monday for consideration of further treatment of her abdominal problem. I do not find any orthopaedic abnormality at the current time.¿ ¿ (B)(6) 2004: surgery. (B)(6), md. Letter addressed to ms. (B)(6) insurance. ¿this is a report on (B)(6) who was seen in my office on thursday, (B)(6) 2004. The extensive records, which were sent, were reviewed prior to seeing mrs. (B)(6). This included operative reports, hospital records and multiple CT scans done over the past eight months. Mrs. (B)(6) was then interviewed and examined. Mrs. (B)(6) states that she has been experiencing abdominal wall pain since her laparoscopic ventral hernia repair done by dr. (B)(6) on (B)(6) 2004. Following that procedure, she was admitted to (B)(6) hospital at the end of (B)(6) for a post operative ileus that resolved. Since that time, she has continued to experience pain across the abdominal wall that has been chronic in nature. She does state that her discomfort has slowly improved to where now she is able to ambulate much better than two months ago. She denies any significant problems with her diet and has been eating without difficulty; however, she does experience occasional diarrhea several times a month. Her weight has been essentially stable since initially losing 20 pounds in the past. She denies any fever, chills or pelvic pain. On physical examination she has no palpable recurrent hernia. The abdominal wall appears intact. There is a seroma present in the area of her previous hernia. She appears to have diffuse abdominal wall tenderness, especially in the periumbilical area. She has no significant tenderness to deep palpation. Review of the multiple CT scans done over the last eight months, most recently on (B)(6) 2004, show improvement of the abdominal wall seroma associated with the hernia repair. The CT scans do not suggest any recurrence of the hernia. I feel that mrs. (B)(6) is suffering from long-term pain, which can be associated with laparoscopic ventral hernia repairs. The pain appears to be abdominal wall pain, which is sometimes associated with laparoscopic ventral hernia repairs. This may be secondary to the seroma in the abdominal wall, which is normal after this type of repair. There is an occasional patient who has this type of repair who does experience abdominal wall problems for months following the procedure. I do not believe there is any surgery or other intervention indicated at this time. I think that her recovery will continue at a very slow pace and, until she is without abdominal pain and tenderness, she will be unable to work a full eight-hour day, 40-hour week. I talked to her at length and tried to explain what I felt was the problem. I tried to reassure her that things would improve, but it will be a slow process .¿ revision preoperative complaints: ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6), md. Indications: ¿the patient is a 46 -year-old female, gravida 3, para 2, abortus 1, who complains of a long history of menorrhagia and dysmenorrhea. She has taken nonsteroidal anti-inflammatory agents and provera without relief. Sonogram revealed an enlarged fibroid uterus. She requests definitive surgery. The risks, benefits, complications, and alternatives have been discussed, and she is now admitted for a robotic total laparoscopic hysteroscopy with right salpingo-oophorectomy. Pap smear was within normal limits.¿ revision procedure: robotic total laparoscopic hysteroscope with right salpingo-oophorectomy. Extensive enterolysis. Revision date: (B)(6) 2007 (hospitalization dates unknown). ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), rn. Preoperative diagnosis: uterine fibroids, menorrhagia, dysmenorrhea. Post operative diagnosis: same and extensive small bowel adhesions. Estimated blood loss: 500 cc. Complications: none. Anesthesia: general. ¿ findings: ¿laparoscopy revealed the presence of extensive adhesions involving the omentum, small bowel, and an intraperitoneal flap of gore-tex graft from a prior ventral hernia repair. The uterus was enlarged (greater than 250g) and contained multiple fibroids. The left ovary and tube were surgically absent. The right ovary and tube were normal in appearance.¿ ¿ procedure: ¿the patient was taken to the operating room, and after adequate general endotracheal anesthesia had been obtained, she was placed in a modified dorsolithotomy position, prepped, and draped in the usual sterile fashion. A weighted speculum was placed. The anterior lip of the cervix was grasped with a single-tooth tenaculum. The uterus was then sounded to 10 cm. The cervix was sequentially dilated to a #8 with hegar dilators. The conmed uterine manipulating device was then secured. The balloon was inflated. The cervical and vaginal caps were secured, and attention was then focused on the abdomen. The supraumbilical skin was then incised in a 1.5-cm, curvilinear fashion. The veress needle was placed intraperitoneally. Co2 gas was insufflated to a volume of 3 liters. The intra-abdominal pressure was 4-15 mmhg. Next, the 12-mm, bladeless laparoscopic trocar and sleeve was inserted. The laparoscope was inserted, and the pelvis and abdomen were visualized with findings as above. The lateral robotic ports were then placed on the right and left side laterally to the umbilical port. The 5-mm accessory port was placed midway between the right lateral and umbilical ports under direct visualization. The left accessory 12-mm port was then placed through an incision midway between the left lateral and umbilical ports under direct visualization. The robot was then docked. The appropriate instruments were fed and secured. The surgeon then went to the robotic console. The adhesions involving the omentum, gore-tex graft, and anterior abdominal wall were carefully lysed with cautery scissors and bipolar cautery. The bowel adhesions were also carefully lysed, freeing the small bowel from its attachment to the gore-tex graft and hernia repair ring. All of the adhesions were lysed. There was no evidence of bowel injury. The uterus was then elevated. The uterus was also encased in filmy adhesions form [sic] the bowel mesentery. These were carefully lysed, and the uterus was sufficiently freed and elevated in this fashion. Next, the left round ligament was cauterized with bipolar cautery and divided. Inspection revealed a prior right salpingo-oophorectomy from a previous ectopic pregnancy. The right round ligament was then cauterized with bipolar cautery and divided. The ureters were identified on both sides. The infundlibulopelvic ligament was then isolated on the right. This was clamped, coapted, and cut with the enseal device. The meso-ovarian and mesosalpinx were similarly clamped, coapted, and cut with the enseal device. The bladder flap was then created via sharp and cautery dissection, and the bladder was pushed inferiorly from the lower uterine segment and upper vagina, exposing the endopelvic fascia. The cervical ring was then tapped using the suction. The anterior colpotomy incision was performed with cautery scissors, and the edge of the cervical cap was visualized. This incision was then extended laterally in both directions for a short distance. Next, the uterine vessels on the left were skeletonized, and these were clamped, coapted, and cut with the enseal device. The uterine vessels on the right were similarly skeletonized, and these were clamped, coapted, and cut with the enseal device. The anterior fornix incision was then extended circumferentially around to the posterior cul-de-sac, which was entered with cautery scissors, and the incision was then extended all the way circumferentially, thereby freeing the uterus from it attachments. The uterus was too large to remove vaginally in 1 piece; therefore, it was morcellated using the cautery scissors and taken out in pieces through the vagina. Once the uterus had been completely removed, the abdomen was reinsufflated. The entire pelvis was copiously irrigated and suctioned, and good hemostasis was visualized. The vaginal cuff was then closed using robotic suturing techniques with 0 vicryl. Lapra-tys were used to secure the suture ends. The cuff was closed entirely in a running interlocked fashion. Double bites were taken of both uterosacral ligaments to secure the vaginal fornices. Good hemostasis and good vaginal support were then visualized. The entire pelvis was copiously irrigated again and inspected. Both ureters were peristalsing normally, and good hemostasis was seen throughout. The robot was then undocked. All robotic instruments were removed. The co2 gas was allowed to escape. All instruments were then removed. The skin incisions were closed with 4-0 monocryl in subcuticular fashion. Dermabond and sterile dressings were placed. Inspection vaginally of the cuff revealed good hemostasis and good cuff closure. The procedure was then terminated. The patient tolerated the procedure well, and she was taken from the operating room to the recovery room in satisfactory condition. This was a long, difficult case and took approximately 5 hours.¿ relevant medical information: ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6) md. Radiology report. CT abdomen and pelvis with contrast. History: abdominal pain status post hernia repair. Impression: ¿no evidence for recurrent hernia. There is no evidence for bowel wall edema or bowel obstruction. Note is made of loops of small bowel that abut the anterior abdominal wall margin and are immediately below the ventral hernia mesh.¿ ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6) md. Radiology report. Abdominal ultrasound. Impression: unremarkable abdomen ultrasound complete. ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6), md. Radiology report. Small bowel series. History: patient has a history of left lower quadrant abdominal pain status post ventral hernia repair period today's examination is for further characterization. Impression: unremarkable small bowel follow-through examination. ¿ (B)(6) 2007: (B)(6) medicine. Provider not provided. History and physical. Referring physician: (B)(6), md. Chief complaint: abdominal pain. [Only page 1 provided]. - history of present illness: ¿this is a 46-year-old black female with a history of bowel obstruction and ventral hernia repair with mesh in 2004 with complaints of pain in the area of the surgery, describes as throbbing and sharp, worse with bending, getting out of chair, vacuuming, walking, climbing stairs, and sometimes lying down on her left side, improved with sitting, heat, relaxation, neurontin, and robaxin. Pain is usually 6/10 on the vas with 10/10 periodically through the day, starts off fairly well in the mornings and progressively gets worse throughout the day, describes as being more abdominal wall than deep. In addition, she has recently had hysterectomy in (B)(6) 2007. She has had CT without evidence of recurrent hernia or bowel obstruction. In addition, she has had small bowel follow through and ultrasound of her gallbladder, which are normal. Her pain is greater on the left side than the right side.¿ - review of systems: ¿the patient questionnaire reviewed on (B)(6) 2007. Other than the above symptoms, the patient reports some hesitancy with urination and constipation since the surgery in 2004 and occasional nausea. Otherwise, all other systems are unremarkable.¿ - social: ¿the patient does not work. She is married. She smokes about a pack of cigarettes a day. She denies alcohol or illegal drugs.¿ ¿ (B)(6) 2019: (B)(6) health. Presented with altered mental status, acute onset aphasia and associated syncope/encephalopathy. Stroke work-up negative. CT head, MRI brain, mra of brain and neck all within normal limits. Concern for psychosomatic origin. Neurology consulted to rule out epileptiform etiology. ¿ (B)(6) 2022: (B)(6) hospital. Inpatient hospitalization. - (B)(6) 2022: (B)(6), md. Emergency department. Presented with nausea, diarrhea, abdominal pain and weakness. History of present illness: ¿(B)(6) is a 61 y.o. Female presenting with abdominal pain. The history comes from the patient. The patient complains of diarrhea that has been ongoing for the last 2 days. The diarrhea is watery with no blood. Later that evening she began vomiting that was associated with abdominal cramping. The symptoms continue today and the symptoms are severe at present. The patient reports a subjective fever. The patient states [sic] no change in urination. The symptoms are similar to previous episode of diverticulitis. The patient reports no other specific complaints.¿ abdomen: soft. Diffusely tender more so in the lower quadrants bilaterally. Bowel sounds positive but hypoactive. Assessment: bowel obstruction. Disposition: admit for further evaluation and management. - (B)(6) 2022: (B)(6), md. Radiology report. CT abdomen/pelvis. Impression: ¿interval surgical changes of anterior pelvic ventral hernia repair. Interval development of multiple dilated fluid-filled mid to distal dilated small bowel loops with some thickening of the wall. A definite focal transition point cannot be well visualized. The possibility of enteritis or small bowel obstruction at the level of the pelvis/hernia mesh could be considered.¿ - (B)(6) 2022: (B)(6), md. Radiology report. CT abdomen/pelvis with contrast. Impression: ¿findings consistent with partial small bowel obstruction. Abnormal thick-walled appearance of the dilated small bowel loops and slightly distal to this region, for which differential possibilities include ischemic enteritis, infectious enteritis, etc.¿ - (B)(6) 2022: (B)(6) md. Discharge information. 61-year-old female with small-bowel obstruction versus focal enteritis, the latter favored. Partial sbo/acute enteritis-the patient was admitted and consult to (B)(6) surgery with bowel rest. Seemingly had a degree of partial obstruction developing, but also with some focal enteritis, with a background of intra-abdominal anatomical abnormalities. Symptoms managed over the following days and eventually improved with analgesics antiemetics and antispasmodics. Diet advanced leading to discharge. I spoke with dr. (B)(6) day of discharge, he will see her in his clinic in 1 week. Explant preoperative complaints: ¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. Radiology. Small bowel series. Indication: abdominal pain, epigastric. Impression: rapid migration of oral contrast to the colon. Otherwise, unremarkable. ¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. History and physical. Chief complain: preop recurrent incisional hernia repair. History of present illness: ¿61 y/o woman with history of ventral hernia repair with mesh in 2004 presented 2 weeks ago to the emergency room with nausea and vomiting. She was not obstructed per contrast study but has a hernia recurrence. Previous mesh was anchored with metal tacks. Enteritis was the likely issues and resolved. She continues to report intermittent nausea. She reports persistent intermittent lower abdominal. No obstructive symptoms are reported. Endoscopy is scheduled for (B)(6) 2022. She returns to sign consents. Small bowel series showed no signs of obstructions.¿ abdominal exam: soft, nontender. Assessment/plan: incisional hernia. ¿recurrent incisional hernia repair with mesh explant and bilateral myofascial release. Intestinal resection may occur. Risks, benefits, alternatives discussed - patient voiced understanding. I explained that abdominal cramping may not completely resolve.¿ ¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. Indication: recurrent ventral/incisional hernia. Explant procedure: recurrent incisional hernia repair, bilateral myofascial release, mesh explant and tap block. Explant date: (B)(6) 2022 (hospitalization dates (B)(6) 2022) ¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), cst. Preoperative and postoperative diagnosis: recurrent incisional ventral hernia. Anesthesia: general. Estimated blood loss: less than 50 ml. Drain: #19 blake drain x 2. Specimens: hernia and previous mesh. Complications: none. ¿ finding: recurrent incisional hernia/mesh. ¿ procedure: ¿risks, benefits, and alternatives discussed and patient voiced understanding. Patient is taken to operating room, placed in supine position, placed under general endotracheal anesthesia, and a tap block was performed by anesthesia. The patient was prepped and draped in sterile fashion. 10. Blade was used to make a midline incision. Electrocautery was used to carry the incision down to the fascia. Skin flaps were made to expose the rectus sheath. The previous mesh was found at the hernia recurrence site. The mesh was removed with a combination of sharp dissection and electrocautery. Serosal tears at the adhered intestine were closed with 3 0 vicryl suture in lembert fashion. Myofascial release was performed on the left and right. The midline was closed with 1. Pds suture in a running fashion after seprafilm had been placed intra-abdominally. 19. Blake drain x2 were passed through separate stab incisions and anchored in place with 2 0 silk suture in a drain stitch fashion. The deep dermis was closed with 3 0 vicryl suture in a running fashion. Skin was closed with skin staples. Sterile dressings were applied. Patient tolerated the procedure well was taken to recovery.¿ disposition: recovery. Condition: stable. ¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. Pathology report. Specimens: hernia sac and hardware, surgical - previous mesh. - final diagnosis: hernia sac, ventral herniography: benign fibrovascular tissue and adipose tissue. Mesh. - gross description: received is a 5.0 x 4.0 x 2.0 cm membranous piece of fibroadipose tissue. Representative section. Received fresh clinically designated ¿previous mesh¿ is a pink roughly circular fold segment of mesh with scant adhered ragged soft tissue measuring 9.0 x 6.5 x 0.3 cm. The specimen is submitted for gross identification only. ¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. Discharge summary. Indication for admission: recurrent ventral/incisional hernia. Hospital course: 61-year-old woman admitted for repair of recurrent ventral/incisional hernia with mesh explantation and bilateral myofascial release. Patient tolerated procedure well. Her diet was advanced. Patient was kept until today due to inadequate p.o. [Oral] intake which improved and pain control which has also improved. She will be discharged home. Treatments: recurrent ventral/incisional hernia repair with mesh explantation and bilateral myofascial release. Discharge exam: abdomen soft, incision clean, drain serosanguineous, hernia repair intact. Relevant medical information: ¿ (B)(6) 2022: (B)(6) hospital. Inpatient hospitalization. - (B)(6) 2022: (B)(6), md. Emergency department. History of present illness: ¿(B)(6) is a 61 y.o. Female presenting with a post-op problem. The patient states that she having blood coming from her jp drain on the left side of her abdomen [sic]. The patient was seen earlier today for the same complaint and discharged home after the bleeding resolved. She reports that she took a nap after she arrived home and woke up with recurrent bleeding from her jp drain site. She does have an appointment scheduled with her surgeon later on this month.¿ abdominal exam: ¿there is a ventral incision with staples in place that appears well healing. There are jp drains in the left and right lower quadrants both draining serosanguinous material. No obvious signs of infection. Minimal tenderness in the llq [left lower quadrant].¿ CT abdomen : ¿evidence of anterior abdominal wall hernia with a trace amount of fluid seen within the anterior abdominal wall measuring 1.9 x 1.3 cm. 2 jp drainage catheter seen within the anterior abdominal wall. No definite intra-abdominal fluid collection seen. Multiple dilated small bowel loops seen in the mid and lower abdomen, finding could be related to ileus although partial small bowel obstruction cannot be entirely excluded. Follow-up is advised.¿ impression: abdominal pain, acute anemia due to blood loss, complication of jp drain, hematoma and ileus. Admitted for further evaluation and treatment. - (B)(6) 2022: (B)(6), md. Discharge summary. Discharge diagnosis: postop abdominal pain no evidence of hematoma. Hospital course: ¿her course was uneventful hemoglobin remained stable she was tolerating diet and hemodynamics were stable her discharge instructions were clearly given she is to follow the discharge instructions from last week she is to call dr. (B)(6) office tomorrow for further instructions for office and further dressing instructions.¿ ¿ (B)(6) 2022: (B)(6) health. (B)(6), md. Presented for annual exam. Had surgery (B)(6) 2022 at (B)(6) with dr (B)(6) for an incisional hernia. ¿has a h/o hernia repair in 2004, and she says the mesh had moved out of place and she had severe abdominal pain. After discharge, she says she was told she could run water on the wound, and she had wound complications. She had another surgery and now has a wound vac, and attends (B)(6) wound care and has home health. She is very upset, she says she was recommended to go to work by surgeon, but she has the wound vac around her neck and her job consists of responding to trauma calls at (B)(6) hospital, which can be very taxing. She has lost weight, feels very weak, very anxious, and is unable to sleep at night. She is unable to perform her job duties.¿ assessment and plan: postoperative wound dehiscence, sequela. Has wound vac in place, followed by wound care. Wound infection after surgery. Tobacco dependence. To return for labs. ¿ (B)(6) 2022: (B)(6) health. (B)(6), pa-c. History of present illness: patient requesting paperwork for fmla. Patient currently dealing with a wound dehiscence following abdominal surgery. Has home health coming twice a week for dressing changes and wound care being seen every two weeks (next visit (B)(6) 2022). Patient unable to perform functions at work due to the wound vac and also pain. Smoker. Abdomen: wound vac in place. Dressing appears clean. Assessment and plan: abdominal wound dehiscence, subsequent encounter. Patient unable to return to work due to abdominal pain and difficulty with mobility due to wound vac. Next appointment with wound care tomorrow. Reassess need for continued fmla in 3 months. She is to remain out of work until then. Paperwork completed and faxed today. Return in 3 months. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ none provided. Implant procedure: laparoscopic ventral hernia repair with incarcerated bowel. [Alleged implant: gore® dualmesh® plus biomaterial, unk/unk] [no medical records provided]. Implant date: (B)(6), 2004 (hospitalization dates unknown). ¿ none provided. Relevant medical information: ¿ (B)(6) 2004: orthopedic surgery. (B)(6), md. Second medical opinion. Chief complaint: abdominal pain. - present illness: ¿this forty-three-year-old female was working at (B)(6) when she picked up some soda boxes and felt something pop in her stomach. She was seen in concentra and then referred to dr. (B)(6). Dr. (B)(6) performed repair of an abdominal ventral wall hernia with incarcerated bowel on (B)(6) 2004. Since then, the patient has been readmitted for obstruction once and has been seen in the emergency room of (B)(6) hospital on (B)(6) 2004 for abdominal pain. The patient has been limping since the surgery and it was suggested to her that she should have orthopaedic evaluation to make sure there is nothing wrong with her hip. She was seen at (B)(6) in (B)(6) where she was given an abdominal binder which helped a lot. She stopped going to (B)(6) and apparently, they took the abdominal binder back. She would like the abdominal binder because she felt it was helping her. (B)(6) told her there was nothing wrong with her hip. The patient had CT scans of the abdomen and pelvis (B)(6) 2004 and (B)(6) 2004. Both of these studies showed multilobular fluid collection within the subcutaneous tissues of the lower anterior abdominal wall, which were decreased in size on the second examination. In the second examination the largest of these collections measured 9.0 x 3.6 centimeters. It was felt that these were seromas. It was also seen that the patient had a right ovarian cyst which measured 1.9 centimeters on the first study and 1.6 centimeters on the second study. The patient is accompanied by her husband and tells me that she is in constant abdominal pain which suddenly gets worse from time to time. The abdominal pain is made worse with any motion. She says she would like and [sic] abdominal binder.¿ - physical exam. 5¿2¿, 157 lbs. ¿the patient is a normally developed adult female who walks with a shuffling gait, limping on the right.¿ - opinion: this patient has no complaint of pain or tenderness in the low back. I do not believe she is having any low back problems. Range of motion of her right hip causes movement of the iliopsoas muscle on the internal pelvis and I believe this is responsible for her pain. I do not find anything wrong with her hip joint on the right side. Weight bearing on the right hip does not cause pain which it should if there was something wrong with the hip joint itself. This patient may have adhesions of the bowel involving the iliopsoas muscle, or perhaps the ovarian cyst on the right side is causing pain with motion of the iliopsoas muscle. The patient was placed in an abdominal binder (rib belt) in my office and found it helps her discomfort so I sent her home with it. The patient is planning on seeing dr. (B)(6) on monday for consideration of further treatment of her abdominal problem. I do not find any orthopaedic abnormality at the current time.¿ ¿ (B)(6) 2004: surgery. (B)(6), md. Letter addressed to ms. (B)(6), insurance. ¿this is a report on (B)(6) who was seen in my office on thursday, (B)(6) 2004. The extensive records, which were sent, were reviewed prior to seeing mrs. (B)(6). This included operative reports, hospital records and multiple CT scans done over the past eight months. Mrs. (B)(6) was then interviewed and examined. Mrs. (B)(6) states that she has been experiencing abdominal wall pain since her laparoscopic ventral hernia repair done by dr. (B)(6) on (B)(6) 2004. Following that procedure, she was admitted to (B)(6) hospital at the end of (B)(6) for a post operative ileus that resolved. Since that time, she has continued to experience pain across the abdominal wall that has been chronic in nature. She does state that her discomfort has slowly improved to where now she is able to ambulate much better than two months ago. She denies any significant problems with her diet and has been eating without difficulty; however, she does experience occasional diarrhea several times a month. Her weight has been essentially stable since initially losing 20 pounds in the past. She denies any fever, chills or pelvic pain. On physical examination she has no palpable recurrent hernia. The abdominal wall appears intact. There is a seroma present in the area of her previous hernia. She appears to have diffuse abdominal wall tenderness, especially in the periumbilical area. She has no significant tenderness to deep palpation. Review of the multiple CT scans done over the last eight months, most recently on (B)(6) 2004, show improvement of the abdominal wall seroma associated with the hernia repair. The CT scans do not suggest any recurrence of the hernia. I feel that mrs. (B)(6) is suffering from long-term pain, which can be associated with laparoscopic ventral hernia repairs. The pain appears to be abdominal wall pain, which is sometimes associated with laparoscopic ventral hernia repairs. This may be secondary to the seroma in the abdominal wall, which is normal after this type of repair. There is an occasional patient who has this type of repair who does experience abdominal wall problems for months following the procedure. I do not believe there is any surgery or other intervention indicated at this time. I think that her recovery will continue at a very slow pace and, until she is without abdominal pain and tenderness, she will be unable to work a full eight-hour day, 40-hour week. I talked to her at length and tried to explain what I felt was the problem. I tried to reassure her that things would improve, but it will be a slow process.¿ revision preoperative complaints: ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6), md. Indications: ¿the patient is a 46 -year-old female, gravida 3, para 2, abortus 1, who complains of a long history of menorrhagia and dysmenorrhea. She has taken nonsteroidal anti-inflammatory agents and provera without relief. Sonogram revealed an enlarged fibroid uterus. She requests definitive surgery. The risks, benefits, complications, and alternatives have been discussed, and she is now admitted for a robotic total laparoscopic hysteroscopy with right salpingo-oophorectomy. Pap smear was within normal limits.¿ revision procedure: robotic total laparoscopic hysteroscope with right salpingo-oophorectomy. Extensive enterolysis. Revision date: (B)(6) 2007 (hospitalization dates unknown). ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6) md. Operative report. Assistant: (B)(6), rn. Preoperative diagnosis: uterine fibroids, menorrhagia, dysmenorrhea. Post operative diagnosis: same and extensive small bowel adhesions. Estimated blood loss: 500 cc. Complications: none. Anesthesia: general. ¿ findings: ¿laparoscopy revealed the presence of extensive adhesions involving the omentum, small bowel, and an intraperitoneal flap of gore-tex graft from a prior ventral hernia repair. The uterus was enlarged (greater than 250g) and contained multiple fibroids. The left ovary and tube were surgically absent. The right ovary and tube were normal in appearance.¿ ¿ procedure: ¿the patient was taken to the operating room, and after adequate general endotracheal anesthesia had been obtained, she was placed in a modified dorsolithotomy position, prepped, and draped in the usual sterile fashion. A weighted speculum was placed. The anterior lip of the cervix was grasped with a single-tooth tenaculum. The uterus was then sounded to 10 cm. The cervix was sequentially dilated to a #8 with hegar dilators. The conmed uterine manipulating device was then secured. The balloon was inflated. The cervical and vaginal caps were secured, and attention was then focused on the abdomen. The supraumbilical skin was then incised in a 1.5-cm, curvilinear fashion. The veress needle was placed intraperitoneally. Co2 gas was insufflated to a volume of 3 liters. The intra-abdominal pressure was 4-15 mmhg. Next, the 12-mm, bladeless laparoscopic trocar and sleeve was inserted. The laparoscope was inserted, and the pelvis and abdomen were visualized with findings as above. The lateral robotic ports were then placed on the right and left side laterally to the umbilical port. The 5-mm accessory port was placed midway between the right lateral and umbilical ports under direct visualization. The left accessory 12-mm port was then placed through an incision midway between the left lateral and umbilical ports under direct visualization. The robot was then docked. The appropriate instruments were fed and secured. The surgeon then went to the robotic console. The adhesions involving the omentum, gore-tex graft, and anterior abdominal wall were carefully lysed with cautery scissors and bipolar cautery. The bowel adhesions were also carefully lysed, freeing the small bowel from its attachment to the gore-tex graft and hernia repair ring. All of the adhesions were lysed. There was no evidence of bowel injury. The uterus was then elevated. The uterus was also encased in filmy adhesions form [sic] the bowel mesentery. These were carefully lysed, and the uterus was sufficiently freed and elevated in this fashion. Next, the left round ligament was cauterized with bipolar cautery and divided. Inspection revealed a prior right salpingo-oophorectomy from a previous ectopic pregnancy. The right round ligament was then cauterized with bipolar cautery and divided. The ureters were identified on both sides. The infundlibulopelvic ligament was then isolated on the right. This was clamped, coapted, and cut with the enseal device. The meso-ovarian and mesosalpinx were similarly clamped, coapted, and cut with the enseal device. The bladder flap was then created via sharp and cautery dissection, and the bladder was pushed inferiorly from the lower uterine segment and upper vagina, exposing the endopelvic fascia. The cervical ring was then tapped using the suction. The anterior colpotomy incision was performed with cautery scissors, and the edge of the cervical cap was visualized. This incision was then extended laterally in both directions for a short distance. Next, the uterine vessels on the left were skeletonized, and these were clamped, coapted, and cut with the enseal device. The uterine vessels on the right were similarly skeletonized, and these were clamped, coapted, and cut with the enseal device. The anterior fornix incision was then extended circumferentially around to the posterior cul-de-sac, which was entered with cautery scissors, and the incision was then extended all the way circumferentially, thereby freeing the uterus from it attachments. The uterus was too large to remove vaginally in 1 piece; therefore, it was morcellated using the cautery scissors and taken out in pieces through the vagina. Once the uterus had been completely removed, the abdomen was reinsufflated. The entire pelvis was copiously irrigated and suctioned, and good hemostasis was visualized. The vaginal cuff was then closed using robotic suturing techniques with 0 vicryl. Lapra-tys were used to secure the suture ends. The cuff was closed entirely in a running interlocked fashion. Double bites were taken of both uterosacral ligaments to secure the vaginal fornices. Good hemostasis and good vaginal support were then visualized. The entire pelvis was copiously irrigated again and inspected. Both ureters were peristalsing normally, and good hemostasis was seen throughout. The robot was then undocked. All robotic instruments were removed. The co2 gas was allowed to escape. All instruments were then removed. The skin incisions were closed with 4-0 monocryl in subcuticular fashion. Dermabond and sterile dressings were placed. Inspection vaginally of the cuff revealed good hemostasis and good cuff closure. The procedure was then terminated. The patient tolerated the procedure well, and she was taken from the operating room to the recovery room in satisfactory condition. This was a long, difficult case and took approximately 5 hours.¿ relevant medical information: ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6), md. Radiology report. CT abdomen and pelvis with contrast. History: abdominal pain status post hernia repair. Impression: ¿no evidence for recurrent hernia. There is no evidence for bowel wall edema or bowel obstruction. Note is made of loops of small bowel that abut the anterior abdominal wall margin and are immediately below the ventral hernia mesh.¿ ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6), md. Radiology report. Abdominal ultrasound. Impression: unremarkable abdomen ultrasound complete. ¿ (B)(6) 2007: (B)(6) hospital at (B)(6). (B)(6), md. Radiology report. Small bowel series. History: patient has a history of left lower quadrant abdominal pain status post ventral hernia repair period today's examination is for further characterization. Impression: unremarkable small bowel follow-through examination. ¿ (B)(6) 2007: pinnacle pain medicine. Provider not provided. History and physical. Referring physician: (B)(6) md. Chief complaint: abdominal pain. [Only page 1 provided]. - history of present illness: ¿this is a 46-year-old black female with a history of bowel obstruction and ventral hernia repair with mesh in 2004 with complaints of pain in the area of the surgery, describes as throbbing and sharp, worse with bending, getting out of chair, vacuuming, walking, climbing stairs, and sometimes lying down on her left side, improved with sitting, heat, relaxation, neurontin, and robaxin. Pain is usually 6/10 on the vas with 10/10 periodically through the day, starts off fairly well in the mornings and progressively gets worse throughout the day, describes as being more abdominal wall than deep. In addition, she has recently had hysterectomy in (B)(6) 2007. She has had CT without evidence of recurrent hernia or bowel obstruction. In addition, she has had small bowel follow through and ultrasound of her gallbladder, which are normal. Her pain is greater on the left side than the right side.¿ - review of systems: ¿the patient questionnaire reviewed on (B)(6) 2007. Other than the above symptoms, the patient reports some hesitancy with urination and constipation since the surgery in 2004 and occasional nausea. Otherwise, all other systems are unremarkable.¿ - social: ¿the patient does not work. She is married. She smokes about a pack of cigarettes a day. She denies alcohol or illegal drugs.¿ ¿ (B)(6) 2014: (B)(6) medical center. (B)(6), md. History and physical. Chief complaint: abdominal pain, nausea or vomiting. Ms. (B)(6) is a pleasant 53-year-old female who presents to the (B)(6) emergency department, complaining of abdominal pain, nausea, and vomiting of approximately 1-day duration. She reports that she awoke yesterday morning with pain and nausea and reports that this has not improved or worsened since. She is unable to tolerate anything by mouth. Of note, the patient had a history of incarcerated ventral hernia in 2004, as well as failure of that hernia repair, which was re-repaired with mesh in 2008. She reports that her symptoms currently are very similar to when she initially had a bowel obstruction secondary to incarcerated hernia at that time.¿ abdominal exam: ¿the patient is diffusely tender to palpation. She has multiple surgical scars including a lower abdominal vertical incision.¿ CT scan of the abdomen and pelvis with findings significant for: 1. Dilatation and fluid filling of the small bowel with edema of the ileal wall leading to the anterior abdominal wall surgical mesh with relative decompression of the distal ileum, distal to the surgical mesh. Findings may represent ileus versus partial obstruction; however, in the setting of associated tree fluid albeit minimal, cannot exclude ischemic process. 2. Diverticulosis without evidence of diverticulitis. 3. Normal appendix. 4. Small amount of pelvic free fluid. Assessment/plan: ¿CT scan concerning for partial small-bowel obstruction. Plan will be to admit the patient to med surg, make n.p.o. [Nothing by mouth], begin IV fluids. We will place an ng to low intermittent wall suction for gastric decompression. She will be given IV pain control and IV nausea control. We will not begin antibiotics at this time. We will order routine labs for the morning and follow the patient with serial abdominal exams.¿ ¿ (B)(6) 2014: (B)(6) medical center. Inpatient admission. - (B)(6) 2014: (B)(6) md. Discharge summary. Discharge diagnoses: partial small-bowel obstruction in addition to gi bleed. Hospital course: ¿this is a pleasant 53-year-old female admitted on (B)(6) 2014 from the ER secondary to a 1-day history of nausea, vomiting, abdominal pain, and with decreased p.o. Intake. Her CT scan at that time showed concern for small-bowel obstruction and she was admitted and made n.p.o. IV fluids were initiated in addition to an ng tube in place. Her hospital course was complicated by gi bleeding, in which she required a colonoscopy, flexible sigmoidoscopy, and egd. The patient required initially 2 units of packed red blood cells on (B)(6) 2014 secondary to decreased hemoglobin level. Her egd showed no signs or evidence of bleeding. Her colonoscopy showed severe diverticulosis with no visualization of an active bleed. Post-transfusion, the patient reported multiple bowel movements, which stated that she noticed no additional blood or melanotic stools. Her hemoglobin and hematocrit remained stable throughout the remainder of her hospital stay. On (B)(6) 2014, her ng tube was discontinued and she was advanced to clear liquid diet, which she tolerated without any nausea or vomiting. On (B)(6) 2014, her clear liquid diet was advanced to a regular diet. She reported no additional episodes of nausea, vomiting, and experienced multiple bowel movements, which she reports noticing no additional blood or melanotic stools.¿ follow up scheduled. ¿ (B)(6) 2019: (B)(6) health. Presented with altered mental status, acute onset aphasia and associated syncope/encephalopathy. Stroke work-up negative. CT head, MRI brain, mra of brain and neck all within normal limits. Concern for psychosomatic origin. Neurology consulted to rule out epileptiform etiology. ¿ (B)(6) 2022: (B)(6) hospital. Inpatient hospitalization. - (B)(6) 2022: (B)(6) md. Emergency department. Presented with nausea, diarrhea, abdominal pain and weakness. History of present illness: ¿(B)(6) is a 61 y.o. Female presenting with abdominal pain. The history comes from the patient. The patient complains of diarrhea that has been ongoing for the last 2 days. The diarrhea is watery with no blood. Later that evening she began vomiting that was associated with abdominal cramping. The symptoms continue today and the symptoms are severe at present. The patient reports a subjective fever. The patient states [sic] no change in urination. The symptoms are similar to previous episode of diverticulitis. The patient reports no other specific complaints.¿ abdomen: soft. Diffusely tender more so in the lower quadrants bilaterally. Bowel sounds positive but hypoactive. Assessment: bowel obstruction. Disposition: admit for further evaluation and management. - (B)(6) 2022: (B)(6) md. Radiology report. CT abdomen/pelvis. Impression: ¿interval surgical changes of anterior pelvic ventral hernia repair. Interval development of multiple dilated fluid-filled mid to distal dilated small bowel loops with some thickening of the wall. A definite focal transition point cannot be well visualized. The possibility of enteritis or small bowel obstruction at the level of the pelvis/hernia mesh could be considered.¿ - (B)(6) 2022: (B)(6) md. Radiology report. CT abdomen/pelvis with contrast. Impression: ¿findings consistent with partial small bowel obstruction. Abnormal thick-walled appearance of the dilated small bowel loops and slightly distal to this region, for which differential possibilities include ischemic enteritis, infectious enteritis, etc.¿ - (B)(6) 2022: (B)(6) md. Discharge information. 61-year-old female with small-bowel obstruction versus focal enteritis, the latter favored. Partial sbo/acute enteritis-the patient was admitted and consult to general surgery with bowel rest. Seemingly had a degree of partial obstruction developing, but also with some focal enteritis, with a background of intra-abdominal anatomical abnormalities. Symptoms managed over the following days and eventually improved with analgesics antiemetics and antispasmodics. Diet advanced leading to discharge. I spoke with dr. (B)(6) day of discharge, he will see her in his clinic in 1 week. Explant preoperative complaints: ¿ (B)(6) 2022: (B)(6) hospital. (B)(6) md. Radiology. Small bowel series. Indication: abdominal pain, epigastric. Impression: rapid migration of oral contrast to the colon. Otherwise, unremarkable. ¿ (B)(6) 2022: (B)(6) hospital. (B)(6) md. History and physical. Chief complain: preop recurrent incisional hernia repair. History of present illness: ¿61 y/o woman with history of ventral hernia repair with mesh in 2004 presented 2 weeks ago to the emergency room with nausea and vomiting. She was not obstructed per contrast study but has a hernia recurrence. Previous mesh was anchored with metal tacks. Enteritis was the likely issues and resolved. She continues to report intermittent nausea. She reports persistent intermittent lower abdominal. No obstructive symptoms are reported. Endoscopy is scheduled for (B)(6) 2022. She returns to sign consents. Small bowel series showed no signs of obstructions.¿ abdominal exam: soft, nontender. Assessment/plan: incisional hernia. ¿recurrent incisional hernia repair with mesh explant and bilateral myofascial release. Intestinal resection may occur. Risks, benefits, alternatives discussed - patient voiced understanding. I explained that abdominal cramping may not completely resolve.¿ ¿ (B)(6) 2022: (B)(6) hospital. (B)(6) md. Indication: recurrent ventral/incisional hernia. Explant procedure: recurrent incisional hernia repair, bilateral myofascial release, mesh explant and tap block. Explant date: (B)(6) 2022 (hospitalization dates (B)(6), 2022) ¿ (B)(6) 2022: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6), cst. Preoperative and postoperative diagnosis: recurrent incisional ventral hernia. Anesthesia: general. Estimated blood loss: less than 50 ml. Drain: #19 blake drain x 2. Specimens: hernia and previous mesh. Complications: none. ¿ finding: recurrent incisional hernia/mesh. ¿ procedure: ¿risks, benefits, and alternatives discussed and patient voiced understanding. Patient is taken to operating room, placed in supine position, placed under general endotracheal anesthesia, and a tap block was performed by anesthesia. The patient was prepped and draped in sterile fashion. 10. Blade was used to make a midline incision. Electrocautery was used to carry the incision down to the fascia. Skin flaps were made to expose the rectus sheath. The previous mesh was found at the hernia recurrence site. The mesh was removed with a combination of sharp dissection and electrocautery. Serosal tears at the adhered intestine were closed with 3 0 vicryl suture in lembert fashion. Myofascial release was performed on the left and right. The midline was closed with 1. Pds suture in a running fashion after seprafilm had been placed intra-abdominally. 19. Blake drain x2 were passed through separate stab incisions and anchored in place with 2 0 silk suture in a drain stitch fashion. The deep dermis was closed with 3 0 vicryl suture in a running fashion. Skin was closed with skin staples. Sterile dressings were applied. Patient tolerated the procedure well was taken to recovery.¿ disposition: recovery. Condition: stable. ¿ (B)(6) 2022: (B)(6) hospital. (B)(6) md. Pathology report. Specimens: hernia sac and hardware, surgical - previous mesh. - final diagnosis: hernia sac, ventral herniography: benign fibrovascular tissue and adipose tissue. Mesh. - gross description: received is a 5.0 x 4.0 x 2.0 cm membranous piece of fibroadipose tissue. Representative section. Received fresh clinically designated ¿previous mesh¿ is a pink roughly circular fold segment of mesh with scant adhered ragged soft tissue measuring 9.0 x 6.5 x 0.3 cm. The specimen is submitted for gross identification only. ¿ (B)(6) 2022: (B)(6) hospital. (B)(6), md. Discharge summary. Indication for admission: recurrent ventral/incisional hernia. Hospital course: 61-year-old woman admitted for repair of recurrent ventral/incisional hernia with mesh explantation and bilateral myofascial release. Patient tolerated procedure well. Her diet was advanced. Patient was kept until today due to inadequate p.o. [Oral] intake which improved and pain control which has also improved. She will be discharged home. Treatments: recurrent ventral/incisional hernia repair with mesh explantation and bilateral myofascial release. Discharge exam: abdomen soft, incision clean, drain serosanguineous, hernia repair intact. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: none provided. Implant procedure: laparoscopic ventral hernia repair with incarcerated bowel. [Alleged implant: gore® dualmesh® plus biomaterial, unk/unk] [no medical records provided]. Implant date: (B)(6) 2004 (hospitalization dates unknown). None provided. Relevant medical information: (B)(6) 2004: (B)(6), md. Second medical opinion. Chief complaint: abdominal pain. Present illness: ¿this forty-three year old female was working at (B)(6) when she picked up some soda boxes and felt something pop in her stomach. She was seen in (B)(6) and then referred to dr. (B)(6) performed repair of an abdominal ventral wall hernia with incarcerated bowel on (B)(6) 2004. Since then, the patient has been readmitted for obstruction once and has been seen in the emergency room of (B)(6) hospital on (B)(6) 2004 for abdominal pain. The patient has been limping since the surgery and it was suggested to her that she should have orthopaedic evaluation to make sure there is nothing wrong with her hip. She was seen at (B)(6) in (B)(6) where she was given an abdominal binder which helped a lot. She stopped going to (B)(6) and apparently, they took the abdominal binder back. She would like the abdominal binder because she felt it was helping her. (B)(6) told her there was nothing wrong with her hip. The patient had CT scans of the abdomen and pelvis (B)(6) 2004. Both of these studies showed multilobular fluid collection within the subcutaneous tissues of the lower anterior abdominal wall, which were decreased in size on the second examination. In the second examination the largest of these collections measured 9.0 x 3.6 centimeters. It was felt that these were seromas. It was also seen that the patient had a right ovarian cyst which measured 1.9 centimeters on the first study and 1.6 centimeters on the second study. The patient is accompanied by her husband and tells me that she is in constant abdominal pain which suddenly gets worse from time to time. The abdominal pain is made worse with any motion. She says she would like and [sic] abdominal binder.¿ physical exam. 5¿2¿, 157 lbs. ¿the patient is a normally developed adult female who walks with a shuffling gait, limping on the right.¿ opinion: this patient has no complaint of pain or tenderness in the low back. I do not believe she is having any low back problems. Range of motion of her right hip causes movement of the iliopsoas muscle on the internal pelvis and I believe this is responsible for her pain. I do not find anything wrong with her hip joint on the right side. Weight bearing on the right hip does not cause pain which it should if there was something wrong with the hip joint itself. This patient may have adhesions of the bowel involving the iliopsoas muscle, or perhaps the ovarian cyst on the right side is causing pain with motion of the iliopsoas muscle. The patient was placed in an abdominal binder (rib belt) in my office and found it helps her discomfort so I sent her home with it. The patient is planning on seeing dr. (B)(6) on monday for consideration of further treatment of her abdominal problem. I do not find any orthopaedic abnormality at the current time.¿ (B)(6) 2004: surgery. (B)(6), md. Letter addressed to ms. (B)(6), insurance. ¿this is a report on (B)(6) who was seen in my office on (B)(6) 2004. The extensive records, which were sent, were reviewed prior to seeing mrs. (B)(6). This included operative reports, hospital records and multiple CT scans done over the past eight months. Mrs. (B)(6) was then interviewed and examined. Mrs. (B)(6) states that she has been experiencing abdominal wall pain since her laparoscopic ventral hernia repair done by dr. (B)(6) on (B)(6) 2004. Following that procedure, she was admitted to (B)(6) hospital at the end of (B)(6) for a post operative ileus that resolved. Since that time she has continued to experience pain across the abdominal wall that has been chronic in nature. She does state that her discomfort has slowly improved to where now she is able to ambulate much better than two months ago. She denies any significant problems with her diet and has been eating without difficulty; however, she does experience occasional diarrhea several times a month. Her weight has been essentially stable since initially losing 20 pounds in the past. She denies any fever, chills or pelvic pain. On physical examination she has no palpable recurrent hernia. The abdominal wall appears intact. There is a seroma present in the area of her previous hernia. She appears to have diffuse abdominal wall tenderness, especially in the periumbilical area. She has no significant tenderness to deep palpation. Review of the multiple CT scans done over the last eight months, most recently on (B)(6) 2004, show improvement of the abdominal wall seroma associated with the hernia repair. The CT scans do not suggest any recurrence of the hernia. I feel that mrs. (B)(6) is suffering from long-term pain, which can be associated with laparoscopic ventral hernia repairs. The pain appears to be abdominal wall pain, which is sometimes associated with laparoscopic ventral hernia repairs. This may be secondary to the seroma in the abdominal wall, which is normal after this type of repair. There is an occasional patient who has this type of repair who does experience abdominal wall problems for months following the procedure. I do not believe there is any surgery or other intervention indicated at this time. I think that her recovery will continue at a very slow pace and, until she is without abdominal pain and tenderness, she will be unable to work a full eight-hour day, 40-hour week. I talked to her at length and tried to explain what I felt was the problem. I tried to reassure her that things would improve, but it will be a slow process.¿ revision preoperative complaints: (B)(6) 2007: (B)(6), md. Indications: ¿the patient is a 46 -year-old female, gravida 3, para 2, abortus 1, who complains of a long history of menorrhagia and dysmenorrhea. She has taken nonsteroidal anti-inflammatory agents and provera without relief. Sonogram revealed an enlarged fibroid uterus. She requests definitive surgery. The risks, benefits, complications, and alternatives have been discussed, and she is now admitted for a robotic total laparoscopic hysteroscopy with right salpingo-oophorectomy. Pap smear was within normal limits.¿ revision procedure: robotic total laparoscopic hysteroscope with right salpingo-oophorectomy. Extensive enterolysis. Revision date: (B)(6) 2007 (hospitalization dates unknown). (B)(6) 2007: (B)(6), md. Operative report. Assistant: (B)(6), rn. Preoperative diagnosis: uterine fibroids, menorrhagia, dysmenorrhea. Post operative diagnosis: same and extensive small bowel adhesions. Estimated blood loss: 500 cc. Complications: none. Anesthesia: general. Findings: ¿laparoscopy revealed the presence of extensive adhesions involving the omentum, small bowel, and an intraperitoneal flap of gore-tex graft from a prior ventral hernia repair. The uterus was enlarged (greater than 250g) and contained multiple fibroids. The left ovary and tube were surgically absent. The right ovary and tube were normal in appearance.¿ procedure: ¿the patient was taken to the operating room, and after adequate general endotracheal anesthesia had been obtained, she was placed in a modified dorsolithotomy position, prepped, and draped in the usual sterile fashion. A weighted speculum was placed. The anterior lip of the cervix was grasped with a single-tooth tenaculum. The uterus was then sounded to 10 cm. The cervix was sequentially dilated to a #8 with hegar dilators. The conmed uterine manipulating device was then secured. The balloon was inflated. The cervical and vaginal caps were secured, and attention was then focused on the abdomen. The supraumbilical skin was then incised in a 1.5-cm, curvilinear fashion. The veress needle was placed intraperitoneally. Co2 gas was insufflated to a volume of 3 liters. The intra-abdominal pressure was 4-15 mmhg. Next, the 12-mm, bladeless laparoscopic trocar and sleeve was inserted. The laparoscope was inserted, and the pelvis and abdomen were visualized with findings as above. The lateral robotic ports were then placed on the right and left side laterally to the umbilical port. The 5-mm accessory port was placed midway between the right lateral and umbilical ports under direct visualization. The left accessory 12-mm port was then placed through an incision midway between the left lateral and umbilical ports under direct visualization. The robot was then docked. The appropriate instruments were fed and secured. The surgeon then went to the robotic console. The adhesions involving the omentum, gore-tex graft, and anterior abdominal wall were carefully lysed with cautery scissors and bipolar cautery. The bowel adhesions were also carefully lysed, freeing the small bowel from its attachment to the gore-tex graft and hernia repair ring. All of the adhesions were lysed. There was no evidence of bowel injury. The uterus was then elevated. The uterus was also encased in filmy adhesions form [sic] the bowel mesentery. These were carefully lysed, and the uterus was sufficiently freed and elevated in this fashion. Next, the left round ligament was cauterized with bipolar cautery and divided. Inspection revealed a prior right salpingo-oophorectomy from a previous ectopic pregnancy. The right round ligament was then cauterized with bipolar cautery and divided. The ureters were identified on both sides. The infundlibulopelvic ligament was then isolated on the right. This was clamped, coapted, and cut with the enseal device. The meso-ovarian and mesosalpinx were similarly clamped, coapted, and cut with the enseal device. The bladder flap was then created via sharp and cautery dissection, and the bladder was pushed inferiorly from the lower uterine segment and upper vagina, exposing the endopelvic fascia. The cervical ring was then tapped using the suction. The anterior colpotomy incision was performed with cautery scissors, and the edge of the cervical cap was visualized. This incision was then extended laterally in both directions for a short distance. Next, the uterine vessels on the left were skeletonized, and these were clamped, coapted, and cut with the enseal device. The uterine vessels on the right were similarly skeletonized, and these were clamped, coapted, and cut with the enseal device. The anterior fornix incision was then extended circumferentially around to the posterior cul-de-sac, which was entered with cautery scissors, and the incision was then extended all the way circumferentially, thereby freeing the uterus from it attachments. The uterus was too large to remove vaginally in 1 piece; therefore, it was morcellated using the cautery scissors and taken out in pieces through the vagina. Once the uterus had been completely removed, the abdomen was reinsufflated. The entire pelvis was copiously irrigated and suctioned, and good hemostasis was visualized. The vaginal cuff was then closed using robotic suturing techniques with 0 vicryl. Lapra-tys were used to secure the suture ends. The cuff was closed entirely in a running interlocked fashion. Double bites were taken of both uterosacral ligaments to secure the vaginal fornices. Good hemostasis and good vaginal support were then visualized. The entire pelvis was copiously irrigated again and inspected. Both ureters were peristalsing normally, and good hemostasis was seen throughout. The robot was then undocked. All robotic instruments were removed. The co2 gas was allowed to escape. All instruments were then removed. The skin incisions were closed with 4-0 monocryl in subcuticular fashion. Dermabond and sterile dressings were placed. Inspection vaginally of the cuff revealed good hemostasis and good cuff closure. The procedure was then terminated. The patient tolerated the procedure well, and she was taken from the operating room to the recovery room in satisfactory condition. This was a long, difficult case and took approximately 5 hours.¿ relevant medical information: (B)(6) 2007: (B)(6), md. Radiology report. CT abdomen and pelvis with contrast. History: abdominal pain status post hernia repair. Impression: ¿no evidence for recurrent hernia. There is no evidence for bowel wall edema or bowel obstruction. Note is made of loops of small bowel that abut the anterior abdominal wall margin and are immediately below the ventral hernia mesh.¿ (B)(6) 2007: (B)(6), md. Radiology report. Abdominal ultrasound. Impression: unremarkable abdomen ultrasound complete. (B)(6) 2007: (B)(6), md. Radiology report. Small bowel series. History: patient has a history of left lower quadrant abdominal pain status post ventral hernia repair period today's examination is for further characterization. Impression: unremarkable small bowel follow-through examination. (B)(6) 2007: pinnacle pain medicine. Provider not provided. History and physical. Referring physician: (B)(6), md. Chief complaint: abdominal pain. [Only page 1 provided]. History of present illness: ¿this is a 46-year-old black female with a history of bowel obstruction and ventral hernia repair with mesh in 2004 with complaints of pain in the area of the surgery, describes as throbbing and sharp, worse with bending, getting out of chair, vacuuming, walking, climbing stairs, and sometimes lying down on her left side, improved with sitting, heat, relaxation, neurontin, and robaxin. Pain is usually 6/10 on the vas with 10/10 periodically through the day, starts off fairly well in the mornings and progressively gets worse throughout the day, describes as being more abdominal wall than deep. In addition, she has recently had hysterectomy in (B)(6) 2007. She has had CT without evidence of recurrent hernia or bowel obstruction. In addition, she has had small bowel follow through and ultrasound of her gallbladder, which are normal. Her pain is greater on the left side than the right side.¿ review of systems: ¿the patient questionnaire reviewed on (B)(6) 2007. Other than the above symptoms, the patient reports some hesitancy with urination and constipation since the surgery in 2004 and occasional nausea. Otherwise, all other systems are unremarkable.¿ social: ¿the patient does not work. She is married. She smokes about a pack of cigarettes a day. She denies alcohol or illegal drugs.¿ (B)(6) 2014: (B)(6) medical center. (B)(6), md. History and physical. Chief complaint: abdominal pain, nausea or vomiting. Ms. (B)(6) is a pleasant 53-year-old female who presents to the (B)(6) emergency department, complaining of abdominal pain, nausea, and vomiting of approximately 1-day duration. She reports that she awoke yesterday morning with pain and nausea and reports that this has not improved or worsened since. She is unable to tolerate anything by mouth. Of note, the patient had a history of incarcerated ventral hernia in 2004, as well as failure of that hernia repair, which was re-repaired with mesh in 2008. She reports that her symptoms currently are very similar to when she initially had a bowel obstruction secondary to incarcerated hernia at that time.¿ abdominal exam: ¿the patient is diffusely tender to palpation. She has multiple surgical scars including a lower abdominal vertical incision.¿ CT scan of the abdomen and pelvis with findings significant for: 1. Dilatation and fluid filling of the small bowel with edema of the ileal wall leading to the anterior abdominal wall surgical mesh with relative decompression of the distal ileum, distal to the surgical mesh. Findings may represent ileus versus partial obstruction; however, in the setting of associated tree fluid albeit minimal, cannot exclude ischemic process. 2. Diverticulosis without evidence of diverticulitis. 3. Normal appendix. 4. Small amount of pelvic free fluid. Assessment/plan: ¿CT scan concerning for partial small-bowel obstruction. Plan will be to admit the patient to med surg, make n.p.o. [Nothing by mouth], begin IV fluids. We will place an ng to low intermittent wall suction for gastric decompression. She will be given IV pain control and IV nausea control. We will not begin antibiotics at this time. We will order routine labs for the morning and follow the patient with serial abdominal exams.¿ (B)(6) 2014: (B)(6) medical center. Inpatient admission. (B)(6) 2014: (B)(6), md. Discharge summary. Discharge diagnoses: partial small-bowel obstruction in addition to gi bleed. Hospital course: ¿this is a pleasant 53-year-old female admitted on (B)(6) 2014 from the ER secondary to a 1-day history of nausea, vomiting, abdominal pain, and with decreased p.o. Intake. Her CT scan at that time showed concern for small-bowel obstruction and she was admitted and made n.p.o. IV fluids were initiated in addition to an ng tube in place. Her hospital course was complicated by gi bleeding, in which she required a colonoscopy, flexible sigmoidoscopy, and egd. The patient required initially 2 units of packed red blood cells on (B)(6) 2014 secondary to decreased hemoglobin level. Her egd showed no signs or evidence of bleeding. Her colonoscopy showed severe diverticulosis with no visualization of an active bleed. Post-transfusion, the patient reported multiple bowel movements, which stated that she noticed no additional blood or melanotic stools. Her hemoglobin and hematocrit remained stable throughout the remainder of her hospital stay. On (B)(6) 2014, her ng tube was discontinued and she was advanced to clear liquid diet, which she tolerated without any nausea or vomiting. On (B)(6) 2014, her clear liquid diet was advanced to a regular diet. She reported no additional episodes of nausea, vomiting, and experienced multiple bowel movements, which she reports noticing no additional blood or melanotic stools.¿ follow up scheduled. (B)(6) 2019: (B)(6). Presented with altered mental status, acute onset aphasia and associated syncope/encephalopathy. Stroke work-up negative. CT head, MRI brain, mra of brain and neck all within normal limits. Concern for psychosomatic origin. Neurology consulted to rule out epileptiform etiology. (B)(6) 2022: (B)(6) hospital. Inpatient hospitalization. (B)(6) 2022: (B)(6), md. Emergency department. Presented with nausea, diarrhea, abdominal pain and weakness. History of present illness: ¿(B)(6) is a 61 y.o. Female presenting with abdominal pain. The history comes from the patient. The patient complains of diarrhea that has been ongoing for the last 2 days. The diarrhea is watery with no blood. Later that evening she began vomiting that was associated with abdominal cramping. The symptoms continue today and the symptoms are severe at present. The patient reports a subjective fever. The patient staets [sic] no change in urination. The symptoms are similar to previous episode of diverticulitis. The patient reports no other specific complaints.¿ abdomen: soft. Diffusely tender more so in the lower quadrants bilaterally. Bowel sounds positive but hypoactive . Assessment: bowel obstruction. Disposition: admit for further evaluation and management. (B)(6) 2022: (B)(6), md. Radiology report. CT abdomen/pelvis. Impression: ¿interval surgical changes of anterior pelvic ventral hernia repair. Interval development of multiple dilated fluid-filled mid to distal dilated small bowel loops with some thickening of the wall. A definite focal transition point cannot be well visualized. The possibility of enteritis or small bowel obstruction at the level of the pelvis/hernia mesh could be considered.¿ (B)(6) 2022: (B)(6), md. Radiology report. CT abdomen/pelvis with contrast. Impression: ¿findings consistent with partial small bowel obstruction. Abnormal thick-walled appearance of the dilated small bowel loops and slightly distal to this region, for which differential possibilities include ischemic enteritis, infectious enteritis, etc.¿ (B)(6) 2022: (B)(6) md. Discharge information. 61-year-old female with small-bowel obstruction versus focal enteritis, the latter favored. Partial sbo/acute enteritis-the patient was admitted and consult to general surgery with bowel rest. Seemingly had a degree of partial obstruction developing, but also with some focal enteritis, with a background of intra-abdominal anatomical abnormalities. Symptoms managed over the following days and eventually improved with analgesics antiemetics and antispasmodics. Diet advanced leading to discharge. I spoke with dr. (B)(6) day of discharge, he will see her in his clinic in 1 week. Explant preoperative complaints: (B)(6) 2022: (B)(6), md. Radiology. Small bowel series. Indication: abdominal pain, epigastric. Impression: rapid migration of oral contrast to the colon. Otherwise unremarkable. (B)(6) 2022: (B)(6), md. History and physical. Chief complain: preop recurrent incisional hernia repair. History of present illness: ¿61 y/o woman with history of ventral hernia repair with mesh in 2004 presented 2 weeks ago to the emergency room with nausea and vomiting. She was not obstructed per contrast study but has a hernia recurrence. Previous mesh was anchored with metal tacks. Enteritis was the likely issues and resolved. She continues to report intermittent nausea. She reports persistent intermittent lower abdominal. No obstructive symptoms are reported. Endoscopy is scheduled for (B)(6) 2022. She returns to sign consents. Small bowel series showed no signs of obstructions.¿ abdominal exam: soft, nontender. Assessment/plan: incisional hernia. ¿recurrent incisional hernia repair with mesh explant and bilateral myofascial release. Intestinal resection may occur. Risks, benefits, alternatives discussed - patient voiced understanding. I explained that abdominal cramping may not completely resolve.¿ (B)(6) 2022: (B)(6), md. Indication: recurrent ventral/incisional hernia. Explant procedure: recurrent incisional hernia repair, bilateral myofascial release, mesh explant and tap block. Explant date: (B)(6) 2022 (hospitalization dates (B)(6) 2022). (B)(6) 2022: (B)(6), md. Operative report. Assistant: amy montalbano, cst. Preoperative and postoperative diagnosis: recurrent incisional ventral hernia. Anesthesia: general. Estimated blood loss: less than 50 ml. Drain: #19 blake drain x 2. Specimens: hernia and previous mesh . Complications: none. Finding: recurrent incisional hernia/mesh. Procedure: ¿risks, benefits, and alternatives discussed and patient voiced understanding. Patient is taken to operating room, placed in supine position, placed under general endotracheal anesthesia, and a tap block was performed by anesthesia. The patient was prepped and draped in sterile fashion. 10. Blade was used to make a midline incision. Electrocautery was used to carry the incision down to the fascia. Skin flaps were made to expose the rectus sheath. The previous mesh was found at the hernia recurrence site. The mesh was removed with a combination of sharp dissection and electrocautery. Serosal tears at the adhered intestine were closed with 3 0 vicryl suture in lembert fashion. Myofascial release was performed on the left and right. The midline was closed with 1. Pds suture in a running fashion after seprafilm had been placed intra-abdominally. 19. Blake drain x2 were passed through separate stab incisions and anchored in place with 2 0 silk suture in a drain stitch fashion. The deep dermis was closed with 3 0 vicryl suture in a running fashion. Skin was closed with skin staples. Sterile dressings were applied. Patient tolerated the procedure well was taken to recovery.¿ disposition: recovery. Condition: stable. (B)(6) 2022: (B)(6), md. Pathology report. Specimens: hernia sac and hardware, surgical - previous mesh. Final diagnosis: hernia sac, ventral herniography: benign fibrovascular tissue and adipose tissue. Mesh. Gross description: received is a 5.0 x 4.0 x 2.0 cm membranous piece of fibroadipose tissue. Representative section. Received fresh clinically designated ¿previous mesh¿ is a pink roughly circular fold segment of mesh with scant adhered ragged soft tissue measuring 9.0 x 6.5 x 0.3 cm. The specimen is submitted for gross identification only. (B)(6) 2022: (B)(6), md. Discharge summary. Indication for admission: recurrent ventral/incisional hernia. Hospital course: 61-year-old woman admitted for repair of recurrent ventral/incisional hernia with mesh explantation and bilateral myofascial release. Patient tolerated procedure well. Her diet was advanced. Patient was kept until today due to inadequate p.o. [Oral] intake which improved and pain control which has also improved. She will be discharged home. Treatments: recurrent ventral/incisional hernia repair with mesh explantation and bilateral myofascial release. Discharge exam: abdomen soft, incision clean, drain serosanguineous, hernia repair intact. See attachment. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as a false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. No further investigation is required at this time. Through gore's investigation we confirmed the device was not a gore device. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.